Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all the cubies in drawer 1 had malfunctioned. A field service engineer resolved the issue by completely replacing the full height drawer 1. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the storage space could not be recovered, and the system failed to register the released cubie. This incident resulted in a delay to patient care and there was no patient harm. There was no report of impact on the patient or user during this event.